Manufacturer narrative:
Philips service replaced the bios battery and ordered a monitor. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to start, and monitors were dark due to an empty bios battery on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.